Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The bending section cover was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the bending part was cut on the visera rhino-laryngovideoscope. The issue was found during preparation for use for a diagnostic procedure. The intended procedure was completed with the same device and no surgical delay. No patient harm reported. During the evaluation of the device, it was noted the angle could not be controlled and could not be straightened due to breakage of the angle wire. Additionally noted were scratches on the objective lens and a broken bending section cover. This report is to capture the reportable malfunctions of the angle could not be controlled and could not be straightened due to breakage of the angle wire, scratches on the objective lens, and a broken bending section cover noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct date device returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, the malfunctions (angle could not be controlled, bending section adhesive was broken with exposed metal, and scratches on the objective lens) were likely caused by excessive physical stress applied to the subject device. The event can be detected/prevented by following the instructions for use which state: "important information ¿ please read before use: warnings and cautions: do not apply shock to the distal end of the insertion tube, particularly the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result." Olympus will continue to monitor field performance for this device.